Event description:
It was reported, during the implant procedure, the lead was placed at various positions of the right apex and septum and measured high impedance greater than 25000 ohms at each position. Consequently, this lead was withdrawn and replaced without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed and resistance measured within specification. Visual inspection noted no anomalous conditions in shape or structure. Helix, fully extended, measured .070 within specification. Primary analysis findings: no anomalies found, lead functionally normal.